Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309646, lot # 4347330, 5016890, 4018997, 3305803, 4283388. It was reported that the bd syringe 5ml ll sp125 had visible droplets. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. We have an event with one of our bd syringes. Initially our pharmacy team noted a gel like substance on the 5ml syringe sku number 309646 and said they did not see any other syringes. I sent out a request to the rest of the idn to review their product to see if they had any problems. The lot we reported was 4347330. Today our ottawa location checked their inventory, and they found the same concern as well. They sampled 4 additional lots and noted the same problem. Our surgical mruc was wondering if there is an oily substance on the plunger. Is this a change in manufacturing? Or is this a true manufacturing defect? Below is his comment for reference and the photo that we took here on campus. I was asked to investigate a viscous substance on the plungers of the bd 5ml luer lock syringes. When I used my loupe to magnify, I did see droplets of an (oily) substance on every one of the following lots that I pulled so far: 4347330, 5016890, 4018997, 3305803 & 4283388.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - visible droplets. In response to the event reported by your facility, we conducted a device history review for the reported lot numbers. Our records indicate that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects noted during the final assembly or visual inspections. Additionally, three samples, one sample from each lot 4283388, 4347330, and 5016890 were returned for evaluation and investigation. Visual analysis and compositional testing of the returned units confirmed the presence of silicone on the stopper. The silicone lubricant was not found to pool, suggesting the quantity applied was within expected parameters. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is integral to the syringe, enabling it to perform as required in various clinical applications, and does not present a safety or efficacy issue nor impact product function. No reports of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant are known. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured in trend reports and monitored. Our business regularly reviews collected data to identify emerging trends.

Event description:
No additional information was provided